Event description:
I use the dexcom g7 so I don't have to use my meter all the time but every g7 I have used has been so wildly inaccurate that I had to use my meter more times in a day that the point of the dexcom became invalid as I was 80 points off with each sensor. Or I would have the metal guide wire coming through the hole and the sensor would automatically fail after warmup and trying to get replacements was such a long process that I ended up having to go back to finger sticks till I got new sensors. I eventually got so tired of it being so inaccurate and such a poor-quality product I went back to the g6. The inaccuracy of this product and relying on this life saving product landed me in the hospital because the g7 said I was within normal limits but I began feeling sick I didn't have my meter with me as the whole point of the dexcom continuous glucose monitor was so I didn't have to constantly use finger sticks anyway I tested my levels and it read high so I was taken to the hospital. The fact this life saving new device is supposed to keep me safe is comical. They need to be pulled and the quality needs to be fixed. Dexcom excuses to me was the way the supplier packaged it but then refused to replace what we needed.